Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2n9e8); product type: 0200-lead; implant date (B)(6) 2022 explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that when the patient was asked for clarification on their device not working in a related event they stated that the leads were not placed appropriately. Their therapy was at 8 and that did not resolve the issue. They stated the battery depleted quickly. They stated that it was unknown if this was due to normal battery depletion. The cause of the device not working was determined to be due to the placement of the electrodes. They were not placed in the correct area of the spine. When asked what steps were taken to resolve the issue they stated that a new interstim was placed on (B)(6) 2024 and it was working. The issue had been resolved.